Event description:
Novocure rep called patient with recurrent glioblastoma on novottf therapy to determine need for further transducer arrays to be sent. Pt wife indicated that patient had a seizure on labor day and was admitted to hospital and did not wear the device from (B)(6) 2012 until received ¿ok¿ from his physician to restart. Pt restarted novottf therapy on (B)(6) 2012. No prior history of seizures. No further seizures reported since restarting novottf.

Manufacturer narrative:
Patient with recurrent glioblastoma experienced new onset seizure resulting in admission to hospital while using novottf therapy. Pt has resumed novottf therapy without further seizure activity. It is not known whether patient was started on medications for seizure. No further info available at this time. Seizures were reported as adverse events on the pivotal phase iii recurrent gbm trial in both arms of the trial (9% and 4% in novottf and chemotherapy arms respectively). None of these seizures were considered device or chemotherapy related by investigators. Seizures are a known complication of the underlying disease (recurrent gbm). Novocure medical conclusion: seizures related to recurrent glioblastoma; not related to novottf. The seizure did not happen for the first 4 months on therapy and did not reappear after starting therapy again.